Event description:
Patient taken to or for exploratory laparoscopy after ultrasound showed free fluid in abdomen. Case converted to open via old incision. Abdomen contained large amount of blood and irrigation fluid. Esu electrosurgical unit did not appear to be making contact, per surgeon turned up as high as it would go. Towards end of case, noted burns on skin of right upper abdomen. Esu pencil lying on drape near area of burns. Burned area on abdomen was approximately 8 cm long in total and approximately 2 cm wide at widest part. No one heard the pen activate other than when in use by surgeons. Holster was located on drape near general area of burns. Unknown if pencil was placed in holster and came out due to tension on cord or if pencil was not placed in holster. Burned area debrided by surgeon and dressed with silvadene. Per wound care nurse, 3rd degree burn had occurred.